Event description:
Patient had five hsv 2 positive tests on the diasorin hsv 1 and 2 igg test, (index values = 3.83, 4.01, 2.39, and 4.69, 1.71), followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Referenced reports: mw5116654, mw5116656, mw5116657, mw5116658.